Event description:
It was reported that a trainer experienced an inability to pair a dexcom g7 sensor to the ilet during training, and guidance was provided to move a previous pump farther away, verify the sensor type setting, restart the ilet, and allow time for pairing. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included technical troubleshooting and user education with instructions to wait for device pairing. Investigation of this case revealed a pairing failure limited to the ilet, consistent with connectivity interference or configuration mismatch, and the device hardware was not otherwise implicated. It was concluded, based on previously established findings for similar reports, that the cause was user- and environment-related factors affecting communication rather than a device malfunction.